Event description:
Patient had no capture on the lead and on retracting the screw the physician found that the patient had a perforation. They did an echo and had to do a pericardiocentesis to drain the blood. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the observed perforation. Further damages like the deformed steroid collar most likely occurred during surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.